Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times, and the eri to eol time period was shortened, due to a higher-than-typical build-up of internal battery impedance. The device emitted appropriate charging and notification tones during analysis.

Manufacturer narrative:
This device will be returned and analyzed. Upon analysis this investigation will be updated.

Event description:
Boston scientific received information that at this patient received a shock thus a follow up of the device took place. During device interrogation, ventricular fibrillation was observed on two different dates. The arrhythmia was treated with anti tachycardia therapy and at a later date another ventricular tachycardia episode was seen which was treated with a shock. It was noted that this device triggered end of life (eol) shortly after the date that the anti tachycardia episode was noted. No beeping tones were heard by the patient. Premature battery depletion was suspected, and this device was explanted and replaced. No adverse patient effects were reported.